Event description:
Reporter stated that mesh plug was implanted in 2009 to repair left inguinal hernia. Since implantation, he has had pain, flu like symptoms, been "sick a lot", blood in his stool, and an infection in his left testicle that resolved with antibiotics. He cannot sit for any length of time nor lift heavy objects, which impairs his ability to function as a construction manager. The hernia has also recurred. Mesh was implanted in 2008 to repair a left inguinal hernia. In 2009, pain developed in the right inguinal area. This pain interferes with his job as a construction manager because he cannot sit nor lift heavy objects. The hernia has also recurred.